Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient's ipg was explanted and replaced due to ipg site pain and discomfort. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention may be pending to address the issue.